Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at catheter junction (B)(6) 2024 a nurse gives an infant intravenous medication administration using a closed IV indwelling needle as prescribed by the physician. The nurse opens the well-packaged closed IV needle and during puncture, blood leakage occurs and the tube of the needle is found to be covered with blood. The needle is withdrawn and a new one is given for repuncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No defective sample and photo have been received, and the specific site and status of the leakage of the indwelling needle cannot be identified. 2. DHR/bhr review lot#0008906. 1-the products of this batch were assembled at intima ii auto line 2 in january 2020, and packaged at cfs package line in january 2020. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The shelf life of the indwelling needle is 3 years. Retained sample analysis is not performed as the shelf life of this batch of products has expired. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of the leakage during the puncture process cannot be determined because no abnormalities are found in the production process, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample has been received for further testing.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.